Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose levels were 54 mg/dl, 50 mg/dl, 71 mg/dl. Customer treated with food. Customer did not provide any symptoms related to high blood glucose level. Customer states insulin pump had insulin flow block alarm and resolved by complete set change. The insulin pump will not be returned for analysis.